Event description:
It was reported that an intraocular lens (iol) was removed and replaced during the same procedure, owing to a posterior capsule tear. The report indicated a vitrectomy was performed and incision was enlarged to remove the iol. The iol was replaced with a new lens and the patient was reported to be doing fine. No other information has been provided.

Manufacturer narrative:
Patient date of birth: unknown; patient sex: unknown; date of event: unknown; date of implant: not applicable, as the iol insertion had not been completed. Date of explant: not applicable. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/29/2014. The intraocular lens was returned to the manufacturing site for investigation. The zcb00 lens was visually inspected under microscope. The visual inspection revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens. The lens returned had a large cut that could be related to the handling of the unit during the explant process. No product damaged and/or defects related to the manufacturing process were observed in the lens returned. Due to the condition of the returned lens sample, further testing could not be performed. The complaint could not be verified. The product did not meet the acceptance criteria. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.